Event description:
Procedure: lavh. Reportedly, after setting the device to the body cavity, the pin disengaged from the locking collar and into the cavity. It was immediately retrieved and there was no harm to the patient reported.